Manufacturer narrative:
The insulin pump received with severely scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call that there were many scratches on the display. Customer's blood glucose was 120 mg/dl. Customer was unable to read the display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.